Event description:
It was reported that a small volume intermate had white floating particulate matter. The device was compounded with vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from october 20, 2013- october 21, 2013. One unit was received for evaluation. Visual inspection noted a white floating particle in the device. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.